Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was also requested from the customer.

Event description:
The customer reported that the ventilator has battery error. The customer reported that unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the customer declined service on this unit. The user does not agree to the quote and refuses to repair it.